Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) had traces of blood found in the pim module. There were no known patient injuries.

Event description:
N/a

Manufacturer narrative:
Corrected fields - b6, b7, d10, h6(health effect ¿ impact codes). Updated fields - b4, d8, d9, e2, e3, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse evaluated and said that the pim is defective. Fse replaced the pim (d997-00-1178). The unit passed all functional and safety tests and was returned to customer.